Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient did not use the device for several years. Recently, an attempt to re-use the device was made. However, in situ testing found that the implant was no longer functioning. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient did not use the device for several years. Recently an attempt to re-use the device was made; however, in-situ testing found that the implant was no longer functioning. The device has been explanted.